Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2014 due to extrusion of the device. The patient was reimplanted with another device during the same surgery. This report is filed on january 17, 2019.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported) and it is unknown if another device was reimplanted during the same surgery. Additional information has been requested but has not been made available as of the date of this report.